Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained.

Event description:
A costumer reported a case of reagent solution on the nostril with the binax now covid-19 antigen self-test otc performed on (B)(6) 2022. The "costumer" reported that she put the reagent solution on the swab tip, and then swabbed the nostril of her daughter, before following the rest of the test procedure. The "costumer" confirmed that her daughter does not have any allergic reaction or irritation inside her nose as a result of the issue, and that her daughter is perfectly fine. No additional information was provided.